Manufacturer narrative:
A ge service rep performed an onsite investigation. The loose screws in the power plug were tightened. The cb2 circuit breaker on the workstation was reset. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up or power up and there was sparking inside the power plug. No pt injury was reported.